Manufacturer narrative:
(B)(4): evaluation, results: (very calcified lesion). (Stent damage, failure to deliver stent). Conclusion: (very calcified lesion). Methods: film. Evaluation summary: the distal tip was damaged. The 3rd and 4th proximal stent segments were raised and deformed. The 1st proximal segment was flared. The remaining stent had misaligned and slightly raised struts. The proximal pillow balloon folds were opened and disturbed. Cine image evaluation: the images show significant narrowing at the lesion site. One pre-dilation is shown on the images, although it is unknown if this is before or after the failed resolute integrity attempt. There does not appear to be any images of the failed resolute integrity attempt. Please note that this device (B)(4) is distributed outside of the united states, however is similar to us distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the mid cx. The target lesion was reported to be a very calcified, dissected lesion. The target lesion was pre-dilated using a 2.0 x 15 mm sprinter legend balloon. The resolute integrity device could not completely cross the lesion and became stuck. The device was removed and stent strut damage was observed. No abnormalities were noted during inspection or preparation of the device prior to use. Further pre-dilation was then performed with a 3.0 x 15 mm sprinter legend rx balloon and a 2.5 x 16 mm other brand balloon. The physician commented that they felt the event was lesion related. No ill effects experienced by patient and no clinical sequelae were reported.